Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon placed the drill sleeve with the cannulated drill bit over the guide wire used for a radial styloid process fracture as provided in the technic guide, but the drill bit became stuck. The guide wire, drill bit and drill sleeve were all removed from the patient, then the surgeon discovered that the tip of the drill bit was broken. Most of the broken pieces were removed from the patient, however, one broken piece (2.6mm) could not be removed. There was a surgical delay of 15 minutes, and the surgeon reported that there was no adverse consequence to the patient. This report identifies an unknown sleeve. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown sleeve/unknown lot number. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.